Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of flat infusion set cannula on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated has been evaluated for the malfunction code damaged soft cannula. (E.g., penetrated by introducer needle). The lot 6006966 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for lot 6001974 were previously tested in complaint (B)(4) on 22/feb/2024. Test results: visual test according to with wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 5 samples out 5 samples passed the test. Functional leak test 1 according to wi version 2 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the lot 6006966 was manufactured according to the wi version 113 manufactured in the line 8, on 02/may/2024, with a total of (B)(4) units. Gluing of tubing the lot 4e03590 was manufactured according to the wi version 64 gluing of tubing in the machine sc03, on 04/jun/2024, with a total of (B)(4) units. The lot 4e03591 was manufactured according to the wi version 64 gluing of tubing in the machine sc03, on 05/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database on 21/apr/2025 against malfunction code damaged soft cannula. (E.g., penetrated by introducer needle) and lot 6006966 and no other complaint has been registered in database for the same lot 6006966 and malfunction code. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.